Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer called to report the insulin pump alarmed for motor error. Blood glucose reading was 202 mg/dl. The customer did not recall any significant event leading up to the alarm. Advised that the insulin pump will be replaced.

Manufacturer narrative:
Failure analysis revealed that the insulin pump passed rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement test. No motor error alarm. The motor passed the motor test. Minor scratched lcd window, cracked display window corners, cracked battery tube threads, and cracked reservoir tube lip.